Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open gastrectomy, the firing force was higher than expected and the firing knob did not move forward at the 1st firing on the stomach. The staple height was blue. Some deployed staples of the proximal end were malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m55a3m. The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 3 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.